Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the clinical study site that the patient was seen in clinic for routine follow-up and found to have some driveline drainage with tenderness around the driveline site for a few days. She was admitted to the hospital for IV antibiotic and driveline care. Infectious disease was consulted and recommended six (6) weeks of vancomycin antibiotic treatment. Five days later, the patient was discharged to home with a PICC line for IV antibiotics. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. (B)(4).

Event description:
It was reported from the clinical study site that the patient on (B)(6) 2013 was seen in clinic for routine follow-up and found to have some driveline drainage with tenderness around the driveline site for a few days. She was admitted to the hospital for IV antibiotic and driveline care. Infectious disease was consulted and recommended six (6) weeks of vancomycin antibiotic treatment. On (B)(6) 2012, the patient was discharged to home with a PICC line for IV antibiotics. No additional information available.